Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, the luer separated from the rest of the unit on an unspecified number of units.

Manufacturer narrative:
D.2. Additional medical device types: jka. D.3 common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. Evaluation of the photo showed an unused pbbcs sample, and separation could not be observed. Additionally, ten retained samples were each used for functional tests, and none of the needles separated from their holders during testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, the luer separated from the rest of the unit on an unspecified number of units.